Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma.

Event description:
Healthcare professional reported, "two lumps" on the right side "near the armpit," and further stated that the patient had imaging administered which indicated that "there is silicone in the lumps but there is no rupture". Another healthcare professional additionally reported "rupture", "silicone in lymph node" and "right side silicone granuloma". The device has been explanted. This is the right side record.